Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 77 mg/dl. Customer was treated with food and drinks to address bg level. Customer was discharged 4 hours later with the issue resolved and no permanent damage. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested and entered a bolus manually and confirmed the bolus request. The customer acknowledged and continued using the pump for insulin therapy.